Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported difficult or delayed positioning (leaflet grasping) and incomplete coaptation/slda appear to have been results of challenging patient anatomy. The reported poor imaging appears to have been due to a combination of challenging patient anatomy and procedural conditions. The reported unspecified tissue injury appears to have been a result of the reported difficult or delayed positioning (leaflet grasping). The reported unexpected medical intervention was a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. Visualization was challenging due to the anatomy and due to the quality of the imaging equipment. The clip was advanced to the mitral valve, grasping was difficult and chordae rupture was suspected. The leaflets were eventually grasped and the clip was implanted. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip. Mr remained unchanged at 4. No additional information was provided.